Manufacturer narrative:
The device was not returned for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. The device history record review showed no anomaly observed that could have caused the reported condition. No rejects were reported during product inspections. Also, no quality event was generated for the mentioned lot; therefore, the lot complied with all requirements as specified in the manufacturing shop order and related procedures. The reported complaint was not confirmed. Device identifier number: (B)(4). Product identifier: (17)210930(10)3120783.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that on (B)(6) 2019, the c4611s cusa excel 36khz curved extended micro was rejected during incoming inspection due to a foreign material noted. There was no patient involvement. Additional information has been requested.